Event description:
Plaintiff's atty reports that the pt underwent surgical procedures on thoracic vertebrae. Claims cranioplastic kit was injected during vertebroplasty in 2001. The atty claims the cranioplastic kit was used inapropriately resulting in pt's death almost two mos later.